Event description:
The customer reported that during a cystoprostatectomy procedure when the pencil was handed to the scrub nurse, she noticed that the tip of the electrode had turned orange. She told the doctor but he used it and a spark came from the tip. It was then noticed that the coating was missing. The device was removed from use and a new device used to complete the procedure. Nothing fell into the patient cavity and there was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.